Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric bypass on enterotomy closure, when the surgeon attempted to use the stitching device, the needle would not pass successfully from side to side. The rabbit ears ended up extending on their own and the suture was released in the patient. The suture/needle were retrieved with no issue with a grasper. They opened a new instrument to complete the case. There was no patient injury.